Event description:
It was reported by the rep that the device was used during a cesarean section. It was reported that the proximate plus was used to close a cesarean section wound and when the wound was checked post-operatively, all of the staples had fallen out. This was a thick walled pt. There was no consequence to the pt.